Manufacturer narrative:
Covidien reference number: (B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and could not verify the reported complaint. The device was tested and the reported malfunction could not be duplicated.

Event description:
It was reported that a ventilator display would not work or turn on. There was no patient involvement.